Event description:
Related manufacture reference number: 2017865-2022-04692. It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the atrial lead and left ventricular lead exhibited high capture threshold. The reported leads were explanted and replaced on (B)(6) 2022. The patient was in stable condition.